Event description:
While investigating a (B)(6) female patient's monitor for an unrelated issue, a reportable problem was discovered. The patient's monitor was resetting. The patient was issued a replacement battery monitor

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective pld u1003 processor on c/a board sn (B)(4). The root cause for the defective pld component could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.